Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Chronic diverticulitis / abscess. Were there any comorbidities the patient had prior to this surgery? Obesity. Were there any issues experienced with the device in the procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b (tight). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes - complete. Was a complete transection of the cutting washer visually confirmed? Yes. Was a leak test performed? If so, what was the result? Yes ¿ no bubbles. How many days postoperative did the leak occur? Approximately 7 days. How was leak identified? CT scan. Can you please confirm anatomical structures anastomosed with the circular stapler? Yes. Can you please confirm the location of the leak? Anastomosis as per CT scan. What was observed at the site of the leak upon reoperation? Did not (dissect? Illegible) down to leak. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How was the leak addressed in the revision surgery? Diverting colostomy. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Yes. What is the current status of the patient? Finally discharged home. Facility medwatch # unknown - (B)(4).

Event description:
It was reported that post op of a low anterior resection, the patient developed a post operative anastomotic leak deemed from the circular stapler they used. It was reported as an anastomotic leak from the small bowel anastomosis; anastomotic leak at staple line. The patient required revision surgery on (B)(6) 2019 to repair the leak.